Manufacturer narrative:
(B)(4). There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The actual device was not returned to the manufacturer for physical evaluation. There were no non-conformances and/or any associated rework during the manufacturing process. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient¿s peritoneal dialysis registered nurse (pdrn) that patient was diagnosed with peritonitis in (B)(6) 2017 following a positive culture for the organism acinetobacter baumannii. The patient was seen and treated in the clinic and was not hospitalized. . The patient was treated with the antibiotics cefazolin and gentamycin for three days and ceftazidime 1 gram for three weeks. The patient¿s pdrn also reported that the peritonitis was not related to the peritoneal dialysis therapy and it was related to a breach in technique.